Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show part number: 480445-04, lot number: t10231114-0191, was installed on the system two times and fired 1 blue reload. On install 1, a blue reload was installed, however, no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, logs show part number: 480445-04, lot number: t10231114-0158, was installed on the system 9 times and fired 8 reloads (1 black, 1 blue, 6 black, in that order). On installs 1, 3, and 5, the first clamps were successful, and the firings were each completed with 1 pause for compression. On installs 2, and 6-9, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, a black reload was loaded, however no clamping or firing was attempted. After the 9th install, the instrument was removed and not used in the procedure again. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument would not open.